Manufacturer narrative:
Please note that the incorrect date of manufacture (dom) (mar 23, 2002) was inadvertently entered into the initial medwatch report. Upon further investigation the correct dom ((B)(6) 2002) has been obtained and entered in this supplemental medwatch report. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device had high temperature. Reliability engineering evaluated the device and observed that the unit reflected a reading of 121 degrees fahrenheit which is greater than manufacturers' specification (specified reading is less than or equal to 118 degrees fahrenheit). It was determined that the failure was caused by worn out bearings. The assignable root cause was determined to be device wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the attachment device had high temperature. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.